Event description:
Johnson and johnson posted on facebook concerning an impella product and there was a comment on the post that stated, "an impella was used on me in 2020 it slipped and nick an artery causing me to have a stroke,paralyzed my entire left side. Still partially paralysed." No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 address is unknown. H.4 device manufacture date is unknown.

Manufacturer narrative:
The investigation for the reported stroke and vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke and vascular damage could not be determined.